Manufacturer narrative:
(B)(4). Insulin pump received with blank display after monitoring due to moisture damage on electronic board stack. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display. Moisture damage on motor assembly and corroded force sensor assembly. Corroded battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was unknown. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that display returned after insulin pump restart. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.